Event description:
It was reported that the patient was not getting an adequate pain relief and was having undesired stimulation in the rib despite the reprogramming done. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted devices were kept by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7108707. Product family: scs-ipg-pc; upn: m365sc14320; model: sc-1432; serial: (B)(6); batch: 210340.